Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, there was a short in the trunk cable. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the short. The root cause of the short cannot be positively identified. No adverse events results from the damaged trunk cable. The patient received a replacement electrode belt.